Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and suture was used. When the doctor sewed the uterus, the doctor found that the needle tip of was about 2-3mm missing. The surgeon immediately looked for the needle tip in the pelvic cavity, repeatedly washed the pelvic cavity with a large amount of physiological saline, and filtered the blood in the aspirator with a large gauze. However, the needle tip was still not found. Finally, the surgeon asked the radiology department for emergency consultation. The plain film of the bedside basin and abdomen showed that there was no needle tip. The incision was closed. After the surgery, the patient was sent to the radiology department for abdominal CT. The CT image confirmed that there was no needle tip in the patient's basin and abdomen. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/13/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? No. What is the surgeon's opinion of consequences to the patient? Unk. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.